Event description:
The customer reported to baxter corporate product surveillance an event in which a free flow occurred immediately upon connecting a clearlink secondary medication set. The secondary medication set was connected to an unclamped, unknown buretrol set just above the buretrol. The customer reported that the slide clamp of the buretrol set had been removed from a sigma spectrum pump after priming with saline. Also a programmed bolus dose of saline was administered to a female baby of less than one year in age. Per the report, 30 mls of saline were in the buretol chamber prior to the event. The customer observed that the medication flowed out of the secondary bag, but did not did not appear to fill the buretrol. The customer reported that problem was corrected immediately and that none of the medication is thought to have infused to the patient. There is patient involvement; however, there is no report of injury or adverse event. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed.

Manufacturer narrative:
(B)(4). A customer reported to baxter corporate product surveillance an event in which a free flow occurred immediately upon connecting a clearlink secondary medication set to a valveless clearlink buretrol solution set in which the clamps were open. The customer reported that the slide clamp of the buretrol set had been removed from a sigma spectrum pump after priming with saline and giving a programmed bolus dose of saline to a female baby of less than one year in age. Per the report, 30mls of saline were in the buretol chamber prior to the event. The customer observed that the medication flowed out of the secondary bag, but did not did not appear to fill the buretrol. The customer reported that problem was corrected immediately and that none of the medication is thought to have infused to the patient. There is patient involvement; however, there is no report of injury or adverse event. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient. The reported problem was confirmed. The root cause was determined to be a use error.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information becomes available, a follow-up report will be submitted.